Manufacturer narrative:
(B)(4). Device (catalog#) not sold in the us. Similar device sold in the us.

Event description:
The customer reports that during placement after the introducer needle was in place and still connected to the ars syringe, blood was withdrawn and it was noted that the syringe was leaking air. A new set was used without incident.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during placement after the introducer needle was in place and still connected to the ars syringe, blood was withdrawn and it was noted that the syringe was leaking air. A new set was used without incident.